Manufacturer narrative:
The performance of the leads under complaint was scrutinized. During the analysis of the leads, explantation damages were found on both leads. In particular at the solia s the distal part of the lead was found partly pulled out from the ring electrode as mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. During further analysis no deviation were found, which might be related to the high impedance mentioned in the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the patient suffers from twiddler's syndrome. In (B)(6) 2013, abrupt increases of this lead's pace/sense impedances from 1000 ohm to over 1500 were noted via home monitoring. In (B)(6) 2013 the ICD was found overturned in the pocket, but this lead was still in place. On (B)(6), 2014 the p/s impedance of the rv lead exceeded 2500 ohm, so the system was extracted. The patient is in permanent afib, so only the rv lead and the ICD were implanted with the ICD being placed sub muscularly.